Manufacturer narrative:
It was reported that the patient was experiencing power switching events and critical battery alarms. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event of power switching was confirmed via review of the controller log files, which revealed several premature power switching events. The reported event of critical battery alarms was confirmed via review of the controller log files, which revealed two critical battery alarms. In each instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc and back to previous rsoc values. The controller, (B)(4), in use during the event. The manufacturer has opened an internal investigation to evaluate communication errors between controller and battery.  Failure analysis of the returned controller revealed that the device passed visual examination and functional testing. The reported event could not be confirmed during testing. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all times. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported per the site that the patient's controller was swapped after frequent power switching, inappropriate battery drainage and critical battery alarms. The site had previously swapped out several batteries thinking they were the cause but the problem persisted on a daily basis so the site decided to exchange the controller. The patient denies any damage or dropping of the unit. There was no reported consequence or impact to the patient. No further information was provided.